Event description:
It was reported that when using the bd pyxis¿ anesthesia station es user were able to login but when they pull a control substance it gave error and cancel medication the medication would not dispense. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was able to login but in the event to pull a substance it gave error and medication was not dispensed. A technical support specialist (tss) dialed into server and checked the user account. Tss confirmed the user was assigned to station and reviewed the security groups and requested the customer to provide the medication identifier (med ID) to verify its assignment. After receiving the med ID, confirmed it was correctly assigned to the controlled security group. Tss advised the customer to unload and reload the medication, after which the user successfully pulled the medication. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es user were able to login but when they pull a control substance it gave error and cancel medication the medication would not dispense. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.